Manufacturer narrative:
Investigation: the device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. Based on the reported information, there were no design, manufacturing or component anomalies that would have caused or contributed to the reported event. Conclusion: surgeons often attempt to repair mitral valves in lieu of replacing them due to improved long term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate results. This is often due to suboptimal anatomy, surgical technique, or inappropriate sizing, and not a malfunction of the device.

Event description:
Medtronic received additional information that immediately post implant of this annuloplasty ring in the mitral position, this device was explanted and replaced with a bioprosthetic mitral valve. Although the valve was tested after implant of this ring and appeared competent, post-implant transesophageal echocardiogram (tee) "showed an unacceptable amount of mitral insufficiency." No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.